Event description:
Additional information received indicating that tip of the trocar was too thick.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system, and was successfully recognized. A fit check was performed with a trocar and the sample passed through the trocar successfully. A visual assessment under a microscope was performed and revealed no obvious nonconformities. The cannula outer diameter was measured and was within the specification measurement. The returned sample was found to meet specifications as related to the reported event. The returned laser probe was found to meet specifications as related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the vitrectomy surgery an ophthalmic laser probe would not penetrated through the trocar. The surgery was completed on the same day with alternative product. There was no report of the patient harm. Additional information has been requested but none received till date.